Event description:
Spontaneous: the patient reported his pump curlin 6000cms stopped working last night when attempting to do infusion, patient is requesting a new pump be sent. Indication: chronic inflammatory demyelinating polyneuritis. No additional adverse events or side effects were mentioned due to product issue. Lot number is unknown. Patient still has the product on hand to return. No further information was provided. Reported to (B)(6) by: patient/caregiver.